Event description:
Reporter alleged that upon normal maintenance inspection; it was determined the blood glucose monitoring device and base have burned pins and connectors. Reporter stated the normal cleaning procedure is to use a sani-wipe when the device comes out of quarantine. No other info was provided by the reporter. A request was made for the return of the suspect device and replacement product was sent.